Event description:
A customer reported experiencing an alarm followed by an occlusion event earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin with no further assistance required. The case was subsequently closed by technical support.